Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the locking feature has some deformations and a slight twist to the right hand side. When the user is cutting the needle from the implant, as per the current technique guide, indicated at the dedicated location just behind the needle and forcing the cut end into the locking housing in an angle with great force, it is possible to damage the locking feature to such extent that the locking function is compromised so that it is not possible to apply any tension to the implant. A CAPA determination request has been initiated.

Event description:
It was reported that the instrument broke during surgery after final tightening. The device broke during the surgery. There was no significant increase in the surgery time. The broken fragment was in the patients sternum, it was retrieved from the patients body. This is report 1 of 1 for complaint (B)(4).